Event description:
The customer reported the ventilator shut down with blank screen and restarted while on a pt. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4).